Event description:
It was reported that in central processing, broken wires were identified on the tenaculum forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following unreported damage: the entire main tube had abnormal wear. The surface of the main tube was slightly discolored, no longer smooth and splintering off. Material loss was evident. Failure analysis concluded that the damage was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.